Event description:
A physician reported that substances aspirated by cutter came out during surgery. The procedure type was unknown. The procedure was completed on same day after replacement of product with new one. There was patient contact but no health impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).